Event description:
A response was received from a manufacturer representative regarding patient's complaint. Rep reports there were no external factors or known causes to stimulation turning off. Furthermore, rep reports patient will charge more often keeping battery from going to 0%. Patient will also be more cautious to accidently turning therapy off with external device. Also, patient's ipg was implanted on (B)(6) 2015. Due to age of device physician plans on replacing ipg.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimul ator (ins). Rep reported the patient's ins has been randomly been turning off which requires the patient to turn therapy back on. This has been occurring for the past 2 years per patient. Technical services (ts) discussed possible reasons, battery allowed to go to 0%, accidentally turning therapy off with an external device. Rep had already interrogated the ins prior to the call so there was limited data to evaluate. Rep indicated 2 recharging sessions (B)(6) 2023 at 25% and (B)(6) 2023 at 25%. Impedances are normal range per rep and recharge coupling is 8 bars. Ts asked for rep to create and pull mdt file to see if any further information can be gathered. Reviewed to check ins more frequently to be able to follow battery level more closely. Discussed eri trigger time frame and eos date. Everything therapy wise is going well, no further complaints. Ts will send rep instructions on to pull that information. New hcp information was provided.